Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced video control cables and the system continued to have issues and the repair will be completed at a later date. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had image quality issues. Intermittent image issues with system still functional, but impaired.